Event description:
Patient reported rupture confirmed via MRI, implant exchange from textured to smooth due to the patients concerns with the product, lumps on breast, itchiness and "not feeling well". Patient later reported "sick for two years". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.